Event description:
While thawing stem cells for bedside infusion of thawed cryopreserved related allogeneic hpc, marrow cellular therapy product, bmt technologist detected a failure in the freeze bag resulting in leakage of the product contained within. The failure of the freeze bag occurred in the tubing used in the final step of processing; in which the product is dispensed into the freeze bag in preparation for cryopreservation. After dispensing the product into the freeze bag, this tubing is heat sealed at the base several times. The excess tubing is then disconnected. The tubing/bag did not maintain its proximal integrity as observed during the thawing process.